Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: continued: 4568-45 lead implanted (B)(6) 1999. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance had decreased over the past six years and polarity switches began occurring a year ago. It was noted that bipolar impedance was lower than unipolar. The lead remains in use in unipolar. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was removed.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.